Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material clogging the nozzle was confirmed. The root cause of the event could not be determined, however, it is likely that foreign matter, larger than the inner diameter of the air/water nozzle, got into the air/water supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the nozzle of the evis lucera elite colonovideoscope was clogging. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped and cracked, the air/water supply volume did not meet standard value due to the nozzle clog, the water removal ability did not meet standard value due to clogging of the nozzle, the light guide lens was cracked, the objective lens was discolored, the universal cord was scratched, the forceps channel port was shaved, the suction cylinder was shaved, the paint on the suction and air/water cylinders were peeled, the control unit was discolored, there was lack of image on the monitor due to dirt on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the clogged nozzle was found during pre-use inspection prior to a diagnostic general colonoscopy. There was no delay and the procedure was completed with a replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.